Manufacturer narrative:
Device passed selftest and displacement test. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failures twice. The customer¿s blood glucose was 262 mg/dl. The customer assisted with troubleshooting for pump programming. The insulin pump will be returned for analysis.